Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l. The customer declined troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).